Event description:
Ophthalmic technician reports that one case was interrupted at 94% treatment completion, and system displayed secondary energy low message, and reported another message was received telling them to wait 20 seconds before they could continue. Technician stated that the system did allow them to continue to complete remaining portion of treatment. Info is being sought to understand pt outcome.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance when additional reportable info becomes available. (B)(4).